Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was recently hospitalized due to a blood glucose level of 700 mg/dl. The customer stated that at the time of the incident, the insulin pump was not functioning properly and paramedics were called. Customer reported that he had a blood glucose level of 500 mg/dl two weeks following this incident. Blood glucose level at the time of the call was 137 mg/dl. Customer stated that he had been treating with manual injections. The insulin pump was not replaced or returned for analysis.